Event description:
The customer contact reported that the device alarmed with s233 (over temperature) malfunction alarm. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility a s233 malfunction alarm was noted in the device history. No additional info was provided.

Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility. The customer reported s233 (over temperature) malfunction alarm was noted in the device history. The probable cause was due to the fan assembly not working properly. This report represents all the info known by the reporter upon query by hospira personnel.